Event description:
It was reported that the handpiece began overheating during an orthopaedic surgical procedure. After a four minute delay, the procedure was continued and completed successfully with another device. There was patient involvement, but no complications or adverse consequences with this event.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.